Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A customer reported that the sensor low/high alarm failed to trigger and as a result, the customer experienced a loss of consciousness. The customer had contact with a healthcare professional who administered glucose intravenously for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visually inspected the reader and damaged usb port observed. Reader connected to pc and no issues were observed charging. The isf (interstitial fluid) log was downloaded using approved software. Performed an analysis of the glucose value graph and all alarms presented were for glucose values outside of the threshold range. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A customer reported that the sensor low/high alarm failed to trigger and as a result, the customer experienced a loss of consciousness. The customer had contact with a healthcare professional who administered glucose intravenously for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An alarm issue was reported with the adc device. A customer reported that the sensor low/high alarm failed to trigger and as a result, the customer experienced a loss of consciousness. The customer had contact with a healthcare professional who administered glucose intravenously for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.